Event description:
It was reported that a patient presented in the hospital emergency room after receiving inappropriate high voltage therapy. The device functioned as it was programmed. Reprogramming was performed to ensure that the patient does not receive inappropriate therapy for similar events in the future. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.